Event description:
Healthcare professional reported right side "textured to smooth exchange". The device has been explanted. Healthcare professional reported "the device was found grossly ruptured upon explant".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified a broken device labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth exchange.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "textured to smooth exchange". The device has been explanted. Healthcare professional reported "the device was found grossly ruptured upon explant".